Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address postal (B)(6). The serial numbers provided by the customer are not valid. Additional information has been requested.

Event description:
Event: it was reported signal dropouts occurred when using the fetal monitoring pods. The patient, with a bmi of 45, had abdominal skin prepped and the pod was applied, obtaining a fetal heart rate (fhr); however, fhr was lost intermittently, and the device measured the maternal heart rate instead. Monitoring was attempted with four different pods and all exhibited the same behavior; therefore, after troubleshooting, monitoring was performed with normal wired devices and fetal spiral electrode instead, which was not ideal for the mother and nurses; however, there was no patient harm. The pods were approximately 3 years old.

Manufacturer narrative:
Additional attempts were made to obtain the device evaluation operational status with no response from the customer. No further information was provided. The device serial number could not be confirmed by philips. A supplemental report will be submitted if new information is obtained. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The reported problem was not confirmed.